Manufacturer narrative:
The device was subject to an on-site investigation but no non-conformities could be detected during testing. The device was returned to use and did not exhibit any new errors again. The analysis of the log file confirms that two warm starts have been performed within a period of five days but no traces in regard to the triggering condition could be found. A warm start is the specified device response to overcome an error condition that can't be repaired by other means. The ventilator is posting a corresponding alarm and opens the airway system to allow spontaneous breathing. After a successful warm start which lasts approximately eight seconds the ventilation will be continued with the old set of parameter. Under certain conditions the triggering condition for a warm start would leave no foot prints when being present for a transient period only. A short-term interrupt in one of the internal supply voltages would be such scenario. Besides that, also a temporary contact loss between the contacts of the main switch for whatever reason would lead to an indifferent state and the self-monitoring function would trigger a restart. The service organization will be advised to replace the switch as a precaution.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device performed a restart in the "o2 suction" mode on (B)(6) 2016 at about 2 pm. There was no injury reported.